Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). Investigation summary: the complaint device was received and evaluated. Visual observation reveals that the anchor, inserter, and the suture bridge is missing. Under magnification, the distal tip of the anchor revealed no structural anomalies. The reported condition can be confirmed. A root cause could not be definitively determined as the product was received missing certain components. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4). The expiration date is unknown.

Event description:
At the moment to place the anchor, the anchor was broken during a hand procedure. Additional information was received via email from the affiliate on 2-24-16. The anchor did break during the insertion. The anchor was replaced for other to complete the procedure the original bone hole used to complete the procedure. The surgery did not extend 30 minutes.